Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they received a button error alarm. The customer's daughter also reported that the back bottom of the insulin pump exploded. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Upon visual inspection, no damage noted on the lcd glass. The electronic stack was not burnt and no damage noted on the components noted. Backlight feature is working properly. All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.